Event description:
On (B)(6) 2014, a customer reported obtaining an unexpected negative antibody screen when using capture-r ready-screen (3) on galileo echo.

Manufacturer narrative:
Immucor technical support used remote electronic connection method to assess images of well results on customer instrument on (B)(4) 2014. No patient sample or customer product was returned to immucor for immucor investigation. An immucor field service engineer (fse) visited the customer site on (B)(4) 2014. The fse found the probe internal rinse volume too low, so the associated peri-pump was adjusted to the correct volume. The sample in question was then repeated for capture-r ready-screen (3) which yielded the expected positive result. The full 510(k) number is bk020053(1/27/03).